Event description:
Discrepant patient results generated using a cell-dyn 1700 analyzer. Qc was in range. Initial results for one patient of hgb=12.7 g/dl an ptl=272 k/ul were reported and questioned by a physician because the patient had a history of low platelets. A repeat was done a few minutes later which were also reported. The repeat results of hgb=11.1 g/dl and plt=16 k/ul correlated to expected results for this patient. The account state that the patient is transfused every two weeks. There was no impact to patient management reported.